Manufacturer narrative:
A product was not returned for analysis. Device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, upon implantation, instead of injecting straight across, the lens was pushed down, towards the back of the eye. As the lens was advanced, the cartridge split and no longer contained the lens. The lens snapped down, and before the surgeon could react, it was hanging in the capsular bag. Surgeons worked to quickly and removed it, performed an unplanned vitrectomy, and were able to successfully remove the lens from the eye and implant a three-piece iol in its place. Additional information was received there was patient harm and intraocular lens (iol) pushed down into bag as cartridge cracked.